Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked onto the floor from an unspecified location. This occurred during drain one of four of peritoneal dialysis therapy. The home patient was connected at the time of the event. Renal therapy services (rts) assisted the patient in ending the therapy session. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.